Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant result on a patient. On (B)(6) 2011: 15:20, ctni result: 0.15 I-stat method. On (B)(6) 2011: 17:09, ctni result: 0.01 beckman method. Based on the information available at the time, there were no injuries associated with this event.

Manufacturer narrative:
(B)(4). Details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration. MFR report # 2245578-2011-00328 through 2245578-2011-00355 are from a single user site.